Event description:
It was reported that an ilet user experienced persistent high glucose for several hours and believed the pump was not delivering insulin, announced meals repeatedly to correct, changed all infusion supplies to an inset 6 mm set, and subsequently observed glucose trending down to 291 mg/dl. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem involving the user interface and improper or incorrect procedure was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.